Event description:
The user facility reported that steam was leaking from the back of the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the prv required rebuilding. The technician stated that the user facility has wet steam in the steam line causing the prv bellows to crack and allow steam to leak. Due to the location of the leak, steam was contacting the unit and creating condensation which collected on the floor. The technician repaired the unit and confirmed it to be operational. The unit is under steris service contract and routine preventive maintenance was performed on (B)(6) 2013. While onsite, the technician advised the user facility to inspect their steam line and make required adjustments to address the wet steam.